Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The hoses were replaced and the unit was restarted, and the unit was returned to service.

Event description:
The hospital reported the unit lost the ability to manually ventilate. There was no report of patient injury.